Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided.

Event description:
Doctor reported implant fracture at tooth site 46. Implant was placed 7 years ago and fractured after 6,5 years. Doctor used trephine and could no longer use the prosthesis that was placed. A new implant was placed, regeneration was performed and a new prothesis was made.